Event description:
It was reported by a health professional from (B)(6) that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. On an unreported date, the patient began treatment with dianeal pd2 ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient had a break in aseptic technique (details not provided). The day prior to receiving this report, the patient experienced peritonitis. On the same day, the patient was hospitalized for the peritonitis. The cause of the peritonitis was reported to be due to the break in aseptic technique. The patient was treated for the peritonitis with injection vanconex-cp, 1g, ip, stat and injection tazar, 4.5g, intravenously (IV) twice daily (bd) for the peritonitis. Concomitant therapy was not reported. At the time of this report, the patient was recovering from the peritonitis. At the time of this report dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the health professional reported a break in aseptic technique by patient while performing pd therapy, which caused peritonitis. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.